Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d1, d2, d2b, d4 (model #, catalog#, serial number, and unique identifier#), and h4. Evaluation: the customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.